Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they tried to treat with bolus but received no delivery. The customer states their levels had dropped to 179mg/dl before bed. The customer states they were able to bolus. The customer declined to troubleshoot. The customer was advised to monitor the device.